Manufacturer narrative:
As product was not returned and test strips are expired, a device history review (DHR) of the test strips was requested. The DHR for test strips lot number 0817503 indicated the product was performing within its performance claims and met the manufacturer's quality specifications prior to their release. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory.

Event description:
On (B)(6) 2011 a customer called to register her freestyle freedom lite meter warranty. During the call, the customer reported receiving a higher than feels reading of 306 mg/dl at 6:00am. The customer stated there was an injury related to this issue, but would not complete the medical survey. She refused to answer any more questions and hung up. It is unknown what, if any treatment was rendered. There was no report of death or permanent injury associated with this case.